Event description:
During insertion of femoral implant, femoral shaft fracture occurred. A post-op x-ray confirmed this. Later that day, pt was returned to or for cable fixation (2 cables) of femoral shaft.